Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented to the clinic for a routine follow up visit, low impedance issue was observed on the ra lead. During the device change out procedure, due to normal elective replacement indicator, low impedance issue was again observed on the ra lead. During the device change out procedure the lead was capped on (B)(6) 2018 and a new lead was implanted. Patient was stable prior, during and post procedure.